Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be unexpected high ultra-filtration (uf) for the therapy due to log corruption. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy. The date of this therapy is unknown due to a corrupt event history log. During night drain cycle one, the patient's ultrafiltration reading was 792788ml, indicating the home patient (hp) drained 792789ml more than their maximum programmed fill volume of 0ml. This information meets iipv criteria. No additional information is available.